Manufacturer narrative:
Upon investigation for an unrelated issue a reportable malfunction was found. The rear therapy electrode was unable to be recognized. The cause for failure was the pulse wire connecting the rear 2 therapy electrode was broken. The root cause for the broken wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing.